Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation, but has not yet been recieved. If the device is recieved, an investigation will be performed to confirm the problem and determin the root cause, and a follow-up report will be filed detailing the conclustions. This report is being filed out of an abundance of caution and with an understanding of the patient harm that could be caused by device inaccuracy.

Event description:
Microblock is loose and drops down during use. There was no impact to patient and the case was completed with the microblock and the rest of the orthalign navigation system.

Manufacturer narrative:
The part was returned, but mistakenly disposed of before a physical investigation could be conducted. Video evidence provided by the user was reviewed, but the root cause could not be established from video review alone. This complains is unverified and it cannot be confirmed whether the device functioned as intended due to lack of physical part available for investigation. A possible root cause is wear from use cycles over time as the reported incident was 12 years after the release date for this part.

Event description:
Microblock is loose and drops down during use. The surgeon is uncertain where to measure. There was no impact to patient and the case was completed with the microblock and the rest of the orthalign navigation system.